Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use was observed. There was evidence of blood and charred tissue detected. It was observed that the c-ring was completely intact. The blade and electrodes were observed to be intact. No visual defects were observed. The amount of blood that was present on the device proved difficult to clean thoroughly enough to avoid a potential compromise to the sanitary environment within the clean lab, therefore an electrical evaluation could not be conducted in order to determine if the reported failure could be confirmed. Based on the results of the evaluation, the reported failure "failure to deliver energy" is not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro. After dissection, hospital attempted cutting with bipolar and when they activated the bisector there was no heat or cautery. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro. After dissection, hospital attempted cutting with bipolar and when they activated the bisector there was no heat or cautery. A replacement device was used to complete the procedure. The hospital did not report any patient effects.